Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to multisystem organ failure, hepatopathy, acute renal failure, and cardiogenic shock with persistent vasoplegia. Decision was made to withdrawal support. During deactivation protocol, the patient went into ventricular tachycardia (vt) and lost flow. Ventricular assist device (vad) was deactivated and pronounced by the intensive care unit (ICU) attending. The death was not considered to be device related. The device operated as expected

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired due to multisystem organ failure, hepatopathy, acute renal failure, and cardiogenic shock with persistent vasoplegia. It was decided to withdrawal support. During deactivation protocol, the patient went into ventricular tachycardia (vt) and lost flow. Ventricular assist device (vad) was deactivated and pronounced by the intensive care unit (ICU) attending. The death was not considered to be device related and the device operated as intended. The device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including various types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure and hepatic dysfunction), cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, this section lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.